Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump ran out of battery. It was stated that the customer left the battery out of the insulin pump to long and needed assistance programming the time and date. It was also reported that the customer had a blood glucose value of 455 mg/dl; he had not treated. It was stated that the customer was not hospitalized. Nothing further reported.